Event description:
The customer reported that the device illuminated the service light. Physio-control evaluated the device and verified the reported issue. In addition, physio found that the device would not boot up properly and locked up intermittently after the initial successful boot up. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control replaced the programmed system controller pcb and user interface pcb assemblies to observe proper device operation through functional and performance testing. The device was repaired and returned to the customer for use. Physio further evaluated the removed assemblies at the failure analysis center and was unable to duplicate the lock up failure. Hence, further component cause of the malfunction could not be conclusively determined.